Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
It was discovered that the loosening described in this event is related to a non-stryker acetabular cup. The liner was also non-stryker and was explanted. The doctor removed proximal gmrs body and head along with dall-miles plate to have exposure to acetabulum. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported patient was revised on right hip due to loosen. Doctor removed head, proximal fem comp and grip plate. It was confirmed that the loosening described in the original report is related to a non-stryker acetabular cup. The liner was also non-stryker and was explanted. The doctor removed proximal gmrs body and head along with dall-miles plate to have exposure to acetabulum.

Event description:
It was reported patient was revised on right hip due to loosen. Doctor removed head, proximal fem comp and grip plate.